Manufacturer narrative:
Additional information: d4. The device has not been received, however, the non-visual device evaluation has been completed and the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. Per the reported information, the product will be returned. The reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. However, pictures were provided. The pictures were reviewed and it appeared that an anchor was broken off of the device. Root cause description. Based on the complaint description, a definitive root cause could not be established. A potential root cause could be due to excessive bruxism which could have caused the anchor to break. Corrective action. No corrective action is warranted at this time. Complaint handling team will continue to track and trend for similar incidents. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The complaint device not has been returned. An investigation will be performed and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4).

Event description:
It was reported by a healthcare professional that the silent nite 3d device had an anchor fracture off. Unable to identify arch. Additional information received reported that the posterior anchor fractured off of the lower arch prosthesis on the right side. The patient did not suffer any adverse outcomes as a result of fracture.